Manufacturer narrative:
(B)(4).

Event description:
On april 23, 2019 a customer in the us returned 10 products labeled 36644 (healing abutment cc rp ø3.6x5mm), lot 13076845, stating the packages contain an incorrect healing abutment. Inspection performed by nobel biocare confirmed that all ten packages contain article 33452 (healing abutment nobrpl rp ø5.3x5mm), lot 13076868. Investigation concluded that 16 pieces of article 33452, lot 13076868 had been incorrectly labeled as article 36644, lot 13076845. An extra label sheet (including 16 individual labels) had been printed for complained lot 13076845. Instead of the sheet being scrapped, it was in error used on article 33452, lot 13076868. A health hazard evaluation was performed concluding on a high risk for the patient: a misfit between the abutment and the implant could potentially lead to inflammation or damage to the implant due to increased forces on the implant threads. Both issues could result in a need for revision surgery. Corrective or removal actions that have been, and are expected to be taken: the following corrective actions were implemented: · the affected lot 13076845 was restricted on may 01, 2019. · a CAPA was initiated to further investigate the issue and to implement corrective and preventive actions. The following removal actions will be implemented: · a recall will be initiated to remove all pieces labeled article 36644, lot 13076845 from the market